Manufacturer narrative:
Reason for reoperation is lymphoma and seroma. The events of lymphoma and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Regulatory agency reported right side "alcl diagnosed in right implant. Seroma".the device remains implanted. Capsulectomy was performed.